Manufacturer narrative:
The case reports that the device delivered an insulin bolus dose that was not needed and not requested by the user. The patient's mother reported the patient was already going low, and the bolus was not needed. The patient was sent a replacement device and the device related to this complaint will not be returned for analysis investigation. The allegation reported cannot be confirmed or investigated further based upon the information available. The patient did not require medical intervention and will be following up with their hcp. If additional information becomes available this case will be reassessed.

Event description:
It has been reported that the patient's personal diabetes manager (pdm) gave 2 uncommanded boluses. 1 on (B)(6) 2025 and 1 on (B)(6) 2025. The patient's blood glucose levels dropped to 2.4 mmol/l (43.2 mg/dl). No medical assistance was required. This report is for the uncommanded bolus on (B)(6) 2025.